Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient was re-implanted on (B)(6) 2018. Reason for re-implantation is unknown.

Manufacturer narrative:
Additional information: the available information from the field states eight channels in hi status, an elevated gpi and that the device was explanted. However, neither the device nor further information has been received. Due to lack of information a root cause for explantation cannot be assigned.

Event description:
Recipient was re-implanted on (B)(6)2018. Reason for re-implantation is unknown. Explant was to be shipped, however despite being requested neither the explant nor further information, have been received.